Event description:
While using the xi30 angled robotic stapler, a misfire occurred twice. Manufacturer response for robotic stapler, da vinci xi stapler 30 curved tip (per site reporter): none to date. Item to be released to manufacturer for review.